Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID, age at time of event, weight and ethnicity and race were not provided for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA (band-aid unspecified USA babgenus). This report is for range - adhesive bandages ap unspecified "0000rgebabapa 0000rgebabapa". Device is not distributed in the united states, but is similar to device marketed in the USA (band-aid unspecified USA babgenus). This report is for unspecified band-aid. Upc#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported an event with an unspecified band aid. The consumer removed the product quickly without water. He cleaned the site with water and it started bleeding for an unknown amount of time. The consumer had the product on the site and it looked white and swollen. The consumer stated that he intended to visit a hospital on (B)(6) 2018 because his dermatologist at the hospital stated that he could prepare prescription on that day. Consumer has not provided any additional information.